Event description:
During the case, it was observed that the portal vein (pv) connector was loose and not securely attached to the back of the perfusion module. After the liver was instrumented, the pv connector was able to be secured. The liver was successfully transplanted. As of the date of this report, the patient is alive with the transplanted liver. Investigation summary: visual inspection of the returned perfusion module identified that the pv connector adhesive bond had separated from the organ chamber. Based on the available information and device evaluation, the likely cause of the pv connector separation was insufficient bonding between the connector and the organ chamber.

Manufacturer narrative:
Transmedics conducted a retrospective analysis of historical complaint records and reviewed the events against the requirements of FDA guidance document, medical device reporting for manufacturers - guidance for industry and food and drug administration staff. During this review, transmedics determined that the complaint in scope of this MDR could be considered to meet MDR reportability criteria because a similar event was also reported as an MDR event the submission is outside the required 30-day reporting timeframe because it was identified as part of a retrospective review.